Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, vibration. Gearbox, not able to duplicate issue. Motor - ha20150503880: failed sciemetrics. Noticed slight brake drag during bench test but unable to test rpm's. Gearbox - xu20150300952: passed sciemetrics. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, vibration. Gearbox, not able to duplicate issue. Motor - ha20150503880: failed sciemetrics. Noticed slight brake drag during bench test but unable to test rpm's. Gearbox - xu20150300952: passed sciemetrics. Dealer states that the motor is pulling to the right.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the motor is pulling to the right.